Event description:
It was reported that a user experienced recurrent hypoglycemia with self-reported blood glucose values in the 40s, including an event approximately one hour prior to contact, and completed troubleshooting and education without device alerts or alarms. Symptoms included signs consistent with low blood glucose. Outcomes included the need for oral carbohydrate treatment. Investigation included user interview and troubleshooting. Investigation of this case revealed no device alarms and no confirmed device malfunction. It was concluded that the cause of the hypoglycemia could not be determined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.